Event description:
Additional information received. It was noted that the death was not related to vns. The reparatory failure was not noted to be related to vns. No other relevant information has been received to date.

Event description:
It was reported that a patient passed away. The patient¿s cause of death was reported to be respiratory failure. The device was not explanted and the relation to vns is unknown at this time. No other relevant information has been received to date.